Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28-29 mg/dl and a seizure; suspected cause of low bg was due to the pump delivering a 22 unit bolus without user interaction. The customer's husband administered a manual injection and paramedics were called to assist the customer. The paramedics treated the customer with intravenous glucose drip and was transported to the hospital. Customer continued to receive intravenous glucose drip during the hospitalization. At the tie of the event, no issues were observed with the cartridge, infusion set tubing or infusion set site. Customer was released one day later with the issue resolved.